Manufacturer narrative:
Nothing has yet been received. When mitek gains possession of the complaint device, a failure analysis towards a root cause will be had, the results of the evaluation will be reflected in a follow-up report.

Event description:
Our affiliate reports that during a shoulder procedure, the distal tip of the vapr hook electrode broke off into the patient's joint space. All was retrieved, and the case was concluded successfully without further incident or harm to the pt.